Manufacturer narrative:
The autopulse platform (sn (B)(4)) in complaint was returned to zoll on 18 december 2019 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
During patient use, the autopulse platform (sn (B)(4)) was performing compressions; however when the crew pressed the continue button, the platform shut down. The platform was rebooted with 3 different autopulse li-ion batteries and issue still occurred. The crew immediately performed manual CPR. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event on the autopulse platform ((B)(6)) shut down during compression was not reproduced during functional testing; however was confirmed through the archive data review. The platform performed as intended. No device malfunction. The root cause of the reported event was undetermined. Visual inspection of the platform found damaged top cover, not related to the reported complaint. The probable cause was due to the damage sustained by user mishandling. Review of the archive data revealed that platform shut down on the reported event date. Also, found not related to the reported complaint, multiple user advisory (ua) 17 reported event date. The ua 17 error message was displayed as the driveshaft met resistance due to the stiffness of the patient's chest. The platform was tested with the large resuscitation test fixture (lrtf) equivalent to 270 lbs. With good known test batteries until discharged without any fault or error. Upon customer approval, the top cover will be replaced and the device will be further tested to full specification. Note the user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds.